Manufacturer narrative:
During the treatment with hymovis mo.re. (Batch no. H27610), the patient experienced the following events: meniscopathy, gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling. Hymovis mo.re. Is an alternative trade name used in EU countries for hymovis one. The events meniscopathy, gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling are assessed as serious considering that the following criterion "temporary serious deterioration of a patient's state of health" (for 3 days he used crutches and some events are ongoing) is satisfied. The events injection site joint pain and injection site joint swelling are assessed as anticipated events as per current IFU of hymovis mo re. The events gait inability and injection site joint movement impairment are unanticipated undesirable side effects for the device, since they are not reported in the current IFU, as such, even if they could be related to the inflammation of joint (an anticipated undesirable side effect). The event meniscopathy is assessed as unanticipated undesirable side effect for the device since it is not reported in the current IFU. The events gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling are assessed as possibly related to medical device according to the who-umc causality assessment based on temporal relationship. In addition, it is necessary to consider that the patient's medical history included other hyaluronic acid-based product such as hymovis, hyalubrix 30 (all volume 2 ml) without adverse events; after treatment with hymovis mo.re. (Volume 4 ml) the patient experienced undesirable side effects. It is therefore likely that the events are related to the administration of a high volume and not related to the main component. The event meniscopathy is assessed as unassessable according to who-umc causality assessment. In fact, the report suggests an adverse reaction, but the data are insufficient, and they cannot be supplemented or verified based on temporal relationship. Given that the meniscopathy is most likely of degenerative origin (also considering the history of the patient who had undergone a unicompartmental left knee replacement), it is possible that this event was already present. In addition, degenerative meniscopathy is inconsistent with the timing of administration. Based on the available information, the case is assessed as serious, unanticipated and possibly related to hymovis mo.re.

Event description:
This is a serious case-report received by the fidia customer service via email from an italian physician on (B)(6) 2025. On (B)(6) 2025, a 73-year-old male patient was treated with hymovis mo.re. (Batch no. H27610) for knee arthritis (indication as reported: primary arthrosis in the right knee). Hymovis mo.re. Is an alternative trade name used in EU countries for hymovis one. Concomitant medications were not reported. Reactions: on (B)(6) 2025, the patient experienced: - meniscopathy. The outcome of the event was unknown. - gait inability. The outcome of the event was reported to be recovering/resolving. - injection site joint pain. The outcome of the event was reported to be recovering/resolving. On (B)(6) 2025 the patient experienced: - injection site joint movement impairment. The outcome of the event was reported to be recovering/resolving. - injection site joint swelling that lasted for 4 days. The outcome of the event was reported to be recovered/resolved on (B)(6) 2025. No tests and no procedures have been reported. No further information is available at the time of this report.

Manufacturer narrative:
During the treatment with hymovis mo.re. (Batch no. H27610), the patient experienced the following events: gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling. The events gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling are assessed as serious considering that the following criterion "temporary serious deterioration of a patient's state of health" (for 3 days he used crutches and some events are ongoing) is satisfied. The events injection site joint pain and injection site joint swelling are assessed as anticipated as per current IFU of hymovis mo.re. The events gait inability and injection site joint movement impairment are unanticipated undesirable side effects for the device, since they are not reported in the IFU, as such, even if they could be related to the inflammation of joint (an anticipated undesirable side effect). The events gait inability, injection site joint pain, injection site joint movement impairment and injection site joint swelling are assessed as possibly related to medical device according to the who-umc causality assessment based on temporal relationship. In addition, it is necessary to consider that the patient's medical history included hymovis, hyalubrix 30 and hymovis (all volume 2 ml) without undesirable side effects; after the treatment with hymovis mo.re. (Volume 4 ml) the patient experienced undesirable side effects. Indeed, based on the available follow-up information, the occurred events are similar to the trabeculitis the patient had in 2020; therefore, the events are probably related to the underlying conditions and the hyaluronic acid administration procedure was the trigger for the onset of the undesirable side effects (probably due to a high-volume administration rather than to the main component itself). Based on the available information, the case is assessed as serious, unanticipated and possibly related to hymovis mo.re.

Event description:
This is a serious case-report received by the fidia customer service via email from an italian physician on (B)(6) 2025. On (B)(6) 2025, a 73-year-old male patient was treated with hymovis mo.re. (Batch no. H27610) for knee arthritis (indication as reported: primary arthrosis in the right knee). Hymovis mo.re. Is an alternative trade name used in EU countries for hymovis one. Concomitant medications were not reported. Reactions: on (B)(6) 2025, the patient experienced: - meniscopathy. The outcome of the event was unknown. - gait inability. The outcome of the event was reported to be recovering/resolving. - injection site joint pain. The outcome of the event was reported to be recovering/resolving. On (B)(6) 2025 the patient experienced: - injection site joint movement impairment. The outcome of the event was reported to be recovering/resolving. - injection site joint swelling that lasted for 4 days. The outcome of the event was reported to be recovered/resolved on (B)(6) 2025. No tests and no procedures have been reported. Follow-up on 07-may-2025: "bone inflammation" has been added to the patient's medical history. As reported "trabeculitis with knee edema and moderate leg pain with impotence in 2020, treated with magneto night". The undesirable side effect "meniscopathy" has been removed. The outcome of all undesirable side effects has been updated to recovered/resolved. The following actions taken to treat the events have been added: "finding the symptoms similar to the trabeculitis he had in 2020, the patient (physician) decides to pursue the same therapy. Starting on (B)(6), he undertakes magneto night therapy for about 6 hours a night for 10 consecutive days, then as needed". As reported: "pain persisted (especially in extreme knee flexion). Magneto night therapy: after 4 applications the pain improved. At present, the pain has resolved except for some sporadic limited episodes that the patient associates with the pathology (as before treatment with hymovis mo.re.). Self-diagnosis of meniscopathy ruled out". The patient remarked that he did not have any orthopaedic examination after the undesirable side effects. No further information is available.